Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod coils, a non-penumbra microcatheter, a non-penumbra guiding sheath, and a guidewire. During the procedure, the physician flushed the microcatheter and then attempted to advance a pod coil out of its introducer sheath and into the microcatheter. However, the pod coil would not advance at all. Subsequently, the physician kinked the pusher assembly of the pod coil. Therefore, the pod coil was removed. The procedure was completed using three ruby coils, the same microcatheter, and the same guiding sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod5 revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. If the pod5 is forcefully advanced against this resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed that the embolization coil was detached from the pusher assembly and an additional pusher assembly kink. The detached embolization coil was likely a result of the pusher assembly fracture. The additional kink was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.